Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. The device is used for treatment. Medical records were not provided. The root cause of the reported issue is attributed to misidentification of the femoral component. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that during hip arthroplasty, the surgeon in error implanted a medium-size femoral implant instead of the intended small-size femoral implant. The tibia and bearing sizes were correct. No revision surgery is currently planned, the patient will be closely monitored by the surgeon. Due diligence is in progress for this event; to date no further information has been provided.

Manufacturer narrative:
(B)(4). D10: oxf uni tib tray sz c lm PMA; item#154722; lot#783650; oxf anat brg lt sm size 3 PMA; item#159540; lot#765570; the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.